Event description:
It was reported that during the implant procedure the lead placement difficulty, high impedance, and kept dislodging. It was noted that multiple attempts were made to deploy the helix, but the helix would not extend a hundred percent. Over ten attempts were made and on the last try they counted thirty-five turns and the still helix would not fully deploy. They could see slight separation in the gap, but never extended all the way, causing the lead to dislodge immediately or within minutes of placement. The lead was removed from the body and the physician tried to extend the helix but got aggravated after twenty-five turns. A new lead was implanted instead. And because of the prolonged surgery time the patient had increased discomfort due to back issues. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.